Event description:
It was reported that the device was pacing inappropriately. It was further reported that the right atrial lead was undersensing. Both the lead and the device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.